Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead had high thresholds with no capture. The oversensing of noise caused inhibition in which the patient is pacer dependent. The patient was near syncope. A temporary pacing system was used to support the patient until the lead could be replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Concomitant medical product: 1388t-5 lead implanted: (B)(6) 2007.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for rv coil impedance out of range. The rv lead was found to have high impedance in the pace/sense and high voltage coil portion of the lead. The lead had oversensing of noise with sensing integrity counter (sic) episodes. The lead is scheduled to be extracted with a new lead being implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was suspect of a fracture. The lead was extracted and a new lead was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.